Event description:
A report received from the USA stated an 840 ventilator experienced a device alert for loss of communication with the breath delivery (bd) (B)(4) while being used on a pt. The pt was removed from the device and place on an alternate ventilator. There was no report of pt injury. The date of the event is unk. No additional info is available at this time.

Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The tse suggested to the customer to conduct a ground isolation check and re-seat the graphical user interface (gui) cable. During a follow-up, the customer confirmed the issue was resolved by re-seating the gui cable. It was reported the device passed the extended self-test and is operating according to MFR specifications. In the event that additional info is obtained, a supplemental report will be issued. (B)(4).